Event description:
The account stated that the axsym analyzer generated discrepant toxoplasmosis igg result on a patient sample. The initial result was positive 24 iu/ml and the retest result was negative 0.1 iu/ml. The patient is known to be negative (0.00 iu/ml). There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The axsym plus serial number (B)(4) generated erratic toxoplamosis (toxo) igg patient control and a patient result. There was no adverse impact to patient management due to the erratic toxo igg results. The fsr replaced the solution 1 and solution 3 pumps to resolve the erratic result issue. The fsr performed a tubing decontamination, volume check, and ran daily controls to verify the axsym performance after service was performed. The axsym system operation manual contains adequate information on the probable causes and corrective actions for inconsistent results. The probable causes include bulk solutions 1 and 3 dispensing improperly. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The abbott metric reports for the axsym analyzer did not identify any adverse trends due to axsym toxo igg assay inconsistent results. The axsym system operation manual (list no. 9a26-06) section 10, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision lists multiple probable causes and corrective actions for inconsistent, discrepant, and/or erratic results. The probable causes listed include bulk solutions 1 and 3 dispensing improperly. Corrective actions listed include cleaning and flushing the dispensers, and calling the axsym customer support center. The toxo igg package insert (B)(4) was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes under sample collection and preparation for analysis states it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. The most probable cause of the inconsistent toxo igg patient results was the malfunctioning bulk solution 1 and 3 pumps. The actual cause of the suspect toxo igg patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym plus list no. 07a83-82 related to the issue under investigation. This is the final report.